Event description:
A malfunction was reported by the customer, involving an unspecified error code on the pump. There was no reported impact on the customer's blood glucose level. As the product was out of warranty, the pump was not returned, and no further information or corrective actions were detailed.